Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a transmitter failed error occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported transmitter failed error could not be determined. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation and it confirmed the customer complaint. The reported event of transmitter failed error was confirmed. The root cause was determined to be low transmitter battery that lead to a failure.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and the test failed due to no voltage. The log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The root cause was determined to be a low transmitter battery voltage.